Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008835 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008835 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac m12 on 27-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 4h03016 was manufactured according to the work instruction (wi) version 27 and assembled in the quickset line, on 27-aug-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4h03017 was manufactured according to the work instruction (wi) version 27 and assembled in the quickset line, on 27-aug-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4h03019 was manufactured according to the work instruction (wi) version 27 and assembled in the quickset line, on 28-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h00555 was manufactured according to the work instruction (wi) version 42 and manufactured in the line mp04, mp05 and mp08, on 26-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h03008 was manufactured according to the work instruction (wi) version 42 and manufactured in the line mp04, mp05 and mp08, on 27-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no nc raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced infusion set leakage event on (B)(6) 2025 due to which there was high blood glucose level. The leakage was at the cannula site. The infusion set was in use for few hours. The site of insertion was abdomen. The issue was resolved by infusion set cahnge and furthermore it was also reported that patient consumed tea. No further information available.